Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device stopped and started and appeared to be struggling. It began to chug and stopped working during the procedure. The tissue being removed was calcified and large. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.